Event description:
During a follow-up visit, ventricular lead impedance was displayed as greater than 3000 ohms and pacing and sensing failure were indicated. A re-intervention was subsequently performed and the ventricular lead could be removed by pulling without loosening the associated set-screw. Psa measurements on the associated lead did not reveal any irregularity. The physician reconnected the subject pacemaker to the lead, and no irregularities were indicated. However, another pacemaker was subsequently implanted instead.

Manufacturer narrative:
On (B)(6) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.